Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed, and primary analysis results reveal no anomalies found. (B)(4) the proximal segment of the lead was returned, analyzed, and primary analysis results revealed no anomalies found. (B)(4) the proximal segment of the lead was returned, analyzed, and primary analysis results revealed no anomalies found.

Event description:
The implantable cardiac defibrillator system was returned with no information. A database search revealed that the patient had died less than 1 year after implant. Follow up has been inconclusive, additional information has been requested and not yet recieved. No complaints or allegations have been made against the system or any individual components.